Event description:
A customer from (B)(6) reported that the device (serial number unknown) had a water leak. The process step and any report of patient injury or medical intervention are unknown.

Manufacturer narrative:
(B)(4). The baxter field service representative was scheduled to go onsite to evaluate and repair the device. A follow up report will be submitted when the evaluation results or if further information become available.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated by the field technician on site and the reported condition of a water leak was confirmed. The root cause of the reported condition was determined to be a damaged heat exchanger. The heat exchanger was replaced on the device. The device was tested as per baxter operating procedures and protocols and passed all testing.